Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) was explanted on (B)(6) 2019 because their healthcare provider decided that the patient needed a neurostimulator from a different manufacturer. The patient had no further information regarding the event. No further complications or patient symptoms were reported or anticipated.